Manufacturer narrative:
The customer experienced communication errors in their logbook with freestyle librelink application. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of ios 17.5.1 is not compatible with the freestyle librelink app. As the compatibility guide is provided to the customer on the abbott diabetes care website, and the incompatible configurations were used, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with an iphone 13 with ios operating system version 17.5.1. Customer reported that their ¿continuous readings are not displaying in the logbook¿. As a result, the customer was unable to monitor glucose with sensor readings and required treatment of juice provided by their husband. There was no report of death or permanent impairment associated with this event.